Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: based on review of the returned product and available info, it appears the devices were damaged during transit; however, a definitive cause cannot be determined. Both items were returned in their original boxes. The outer cavities exhibit fracture damage to the end with the pull tab to open the box. The inner cavities also show fracture damage on the same end as the outer cavities. As returned, the tyvek seals to the inner cavities appeared to be uncompromised. One product was opened for review and it appears the stem had pushed through the sealed end of the plastic sleeve in which the device was contained, indicating the device may have received a substantial axial impact while in transit. Both boxes appear to be in good condition. No mfg abnormalities could be detected. See scanned page.

Event description:
It was reported that two stem extensions were opened for use and the inner packaging was noted to be compromised. A 20x100 stem was used to complete the procedure.